Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a coronary stenting treatment procedure difficulty crossing was encountered. The lesion being treated was located in the heavily calcified left anterior descending artery. The 2.25 x 8mm taxus liberte' drug eluting stent was advanced to the target lesion when the device was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. Upon analysis of the device it was noted that there was a shaft break.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received with no original packaging or other devices. There was a complete separation at the proximal end of the hypotube 27cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was blood and contrast in the wire lumen. There was also damage to the distal tip. The balloon was tightly folded and the stent was centered between the markerbands. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).